Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's father reported via phone call, the insulin pump continued to alarm no delivery. Customer was hospitalized due to high ketones. The cannula on the infusion set was bent. Customer's blood glucose was over 600 mg/dl, current 230 mg/dl. Customer went to the emergency room. Customer was throwing up all night and the device continued to alarm no delivery. Customer was treated for her high blood glucose and then released. Troubleshooting was performed on current set and customer noted a small air bubble the size of a pinhead. No anomaly was noted on the device. Customer's father is not returning the device for analysis.